Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt of the right ventricular (rv) lead, there was poor sensing. The physician suspected a lead performance issue. It was also reported the screw "popped out" during extension. The rv lead was replaced. No patient complications have been reported as a result of this event.